Event description:
A ventilator was returned to a third party service center for evaluation. The device was not in patient use.

Manufacturer narrative:
During the evaluation of the device at the third party service center, "ventilator inoperative" and "service required" codes were found in the ventilator's downloaded error log. The device's system board was replaced to address the issue.